Manufacturer narrative:
Event date was reported as both "around (B)(6) 2017" and "this month" ((B)(6) 2017).

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was in the hospital ¿this month¿ ((B)(6) 2017) and the manufacturer¿s representative came to see them to ¿see what was going on¿. When asked for clarification, the patient also stated that the hospitalization occurred in (B)(6) 2017 (patient was reported as ¿confused¿). In addition, the patient stated that while they were in the hospital, they damaged both their recharger belt and recharger antenna as they had ¿torn them up when he got angry¿. There was no out of box failure reported in the event. No medical or therapy issues were noted. No patient symptoms or injury were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported that they charged their rechargeable ins every day.